Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump screen was off, however the customer was hearing an audible alarm. The customer was unable to activate the pump screen. The customer's blood glucose level was 156 mg/dl. Reportedly, alternate insulin therapy would be obtained from the healthcare provider.